Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing (please see b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of bf-uc180f describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope tested positive for microbial contamination. The scope was sampled two times. During the sampling, the scope tested positive for 80,000 koloniebildende einheit (kbe)/ us conversion - colony forming units (cfus) of dermacoccus barathri. The issue was found at reprocessing in the rinsing/irrigation fluid. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This medical device report (MDR) is being submitted to capture the positive culture.

Manufacturer narrative:
Initial device evaluation revealed the following findings: the distal end plastic cover had a dent, and the adhesive on bending section cover (a-rubber) had a chip. Prior to the device evaluation, the device was sent out for additional microbiological testing. Initial testing reported, that no microorganisms were detected. The microbiological analysis results are pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.